Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging control solution results outwith the expected control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.